Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The investigation is still in progress. Once the investigation is complete a follow up MDR will be submitted.

Event description:
It has been reported the device was shredding the skin. No additional information.

Event description:
This complaint is a duplicate. The notification date, event date, serial number and reported event are all the same. The device was only repaired once by the repair center under the notification number noted in MFR 0001526350-2020-00074-1.

Manufacturer narrative:
Upon receipt of additional information it has been determined that this is a duplicate report. The report was filed in error and should be voided.